Manufacturer narrative:
Device returned by MFR.: synergy ii us mr 2.25 x 12mm stent delivery system (sds) was returned for analysis with a separated and damaged stent. A visual and microscopic examination of the crimped stent identified stent damage and separation from the delivery system. Damaged was noted to the entire stent, the stent was severely damaged and struts were bunched together. The balloon was reviewed. The balloon folds were open and the balloon appeared to have been exposed to positive pressure and a vacuum pulled. No damage was noted to the balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no damage. A red substance was present inside the shaft polymer extrusion inner lumen which resembled blood. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipment. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 12 synergy ii drug-eluting stent, the stent was stripped off the balloon. The device never entered the patient's body and the procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 12 synergy ii drug-eluting stent, the stent was stripped off the balloon. The device never entered the patient's body and the procedure was completed with another stent. No patient complications were reported.